Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm. A 6.0 x 40, 40cm mustang was selected for use. During the procedure, after a non-boston scientific sheath was placed and the guidewire was crossed, dilation was performed. However, the balloon ruptured at 24 atmospheres for 30 seconds upon third inflation. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.